Manufacturer narrative:
The customer¿s report of leak at back check valve was confirmed based on visual inspection. A tear was observed on the tubing sleeve at the engagement of the check valve outlet and tubing. Further inspection observed a gap at the same engagement. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Although the tear was observed, the set was reprimed and fluid leaked from the tear. No other leak was observed. A slight tug of the set's tubing engagements observed no separation. The root cause was not identified.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, ¿leak at back check valve - product did not reach the patient."

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported a leak at back check valve. It did not reach the patient as it detached prior to use. No patient harm was reported.